Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer called and reported the insulin pump alarmed with a failed battery test and the battery was draining quickly. Customer also stated there was a motor error alarm, but customer was able to complete the rewind sequence. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was monitored and no low battery alert or failed battery test alarms occurred during our testing. No motor error alarm noted and motor passed motor test. The insulin pump was received with normal operating currents. The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery tests. The insulin pump has cracked reservoir tube lip, minor scratched lcd window and scratched reservoir tube window.